Event description:
It was reported that the customer's insulin pump was not working correctly. Caller stated that it was over delivering. Caller stated that the insulin pump delivered 300 units into customer's body twice. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.